Event description:
It was reported that this patient with an artificial urinary sphincter (aus) experienced recurring incontinence and a device failure. A surgical procedure was performed during which the device was explanted and replaced. No additional information was provided.

Manufacturer narrative:
Model number/catalog number: 72400024, serial number: n/a, batch/lot number: 812585013, model/catalog description: balloon fgs 61-70 cm, unique identifier (UDI) #: (B)(4). Model number/catalog number: 72400098, serial number: n/a, batch/lot number: 811371012, model/catalog description: control pump fgs, unique identifier (UDI) #: (B)(4).